Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, resistance was met but able to cross the target lesion. However, during first inflation the balloon ruptured. An unknown coyote balloon catheter was advanced but also ruptured during third inflation. Since somehow the lesion expanded, the procedure was completed with a non bsc balloon catheter and an unknown innova stent was placed. No patient serious injury or adverse event were reported.